Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The outer insulation was abraded due to friction with the ICD can. The etfe insulations were not damaged. No complaint was received with return of the device. Failure (event) observed during analysis.